Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the kugel patch (device 1). An additional supplemental emdr was submitted to represent the kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient¿s attorney and review of patient medical records: on (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of kugel patch (device 1). Per operative notes, ¿all the adhesions were taken down. A medium kugel patch (device 1) was placed into the defect and sutured.¿ on (B)(6) 2014 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel patch (device 2). Per operative notes, ¿a kugel patch (device 2) was placed into the defect and sutured.¿ on (B)(6) 2016 ¿ patient had stricture of sigmoid colon thereby underwent open repair with removal of kugel mesh (device 1). Per operative notes, ¿adhesions were taken down. The prior umbilical hernia repair mesh was removed (device 1). The sigmoid colon was transected.¿ on (B)(6) 2016 ¿ patient was diagnosed with incisional multiple abdominal wall hernias with implant of synthetic mesh.